Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06/15/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the tibial component had migrated into posterior tilt with painful contact of the tibial stem with the anterior cortex. The metaphyseal sleeve had fibrous ingrowth. At this time the patient's sleeve and stem are being added to the complaint and reported. The complaint was updated on: 07/05/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found a previous report for the smartset gmb 40g us eo. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. A worldwide complaint database search found no other reported incidents against the remaining product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address tibial loosening. Loosening occurred at the bone/cement and cement/implant interface. Cement manufactured by depuy.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found a previous report for the smartset gmb 40g us eo. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. A worldwide complaint database search found no other reported incidents against the remaining product/lot combination since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.